Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was a disengagement of the cable assembly main pca to the display pca. It was determined that the cable/pca was not a very robust interface as there was no locking feature to provide a positive lock to ensure the cable was fully engaged. The retention pull out force did not appear to be adequate to survive multiple vibrations. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to loose components due to product design. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while preparing for in-service, it was observed that the console device would not power up. This event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.